Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal end of the stabilizer was kinked and the stent was not returned to site. During functional test, the delivery catheter was flushed. The stabilizer was advanced and retracted with some friction. The distal taper tip was cut from the stabilizer, so that the stabilizer could be removed from the catheter to aid in inspection, the stabilizer was removed without difficulty and the distal stabilizer was found damaged. The reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The cause for the reported issue could not be definitively determined. The reported event is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The additional information states that the patients anatomy as moderately tortuous. It is probable that the distal stabilizer/taper was damaged during advancement through the patients anatomy, causing the reported difficulty to advance the stabilizer. A assignable cause of handling damage will be assigned to the reported and analyzed events as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that the stent (subject device) did not open well when deployed. There was difficulty advancing the subject stent inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the stent (subject device) did not open well when deployed. There was difficulty advancing the subject stent inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.